Event description:
Boston scientific received information that four months post implant, the patient with this atrial lead experienced heart failure symptoms. The device was interrogated and an echocardiogram was performed revealing this lead was dislodged and located in the heart valve resulting in the patient's symptoms. A chest x-ray will be performed and a lead revision is intended.

Manufacturer narrative:
When additional information becomes available, this event will be updated.